Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction and the product was not returned as the scaffold remains in the anatomy. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of dissection, as listed in the bioresorbable vascular scaffold (bvs) system, absorb, instructions for use is a known adverse event associated with the use of a coronary scaffold in native coronary arteries. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. The absorb device is currently not commercially available in the u.s; however, it is similar to a device sold in the us. Literature attachment: one-year clinical and computed tomography follow-up after implantation of bioresorbable vascular scaffolds in patients with coronary chronic total occlusions.

Event description:
The following information was reported via article titled: one-year clinical and computed tomography follow-up after implantation of bioresorbable vascular scaffolds in patients with coronary chronic total occlusions. This article involved 41 patients with chronic total occlusions (cto) who were treated with absorb scaffolds between september 2013 and january 2016. At 12 months, noninvasive multislice computed tomography (msct) angiography was performed on 27 of the patients. One of the patients had two absorb scaffolds (3.5x28, 3.5x18mm) implanted in the right coronary artery (rca) on (B)(6) 2014. Msct imaging on (B)(6) 2015 showed that the scaffolds were patent; however, a small dissection was observed under the 3.5 x 28 mm scaffold in the mid rca. There was no treatment. No additional information was provided.